Manufacturer narrative:
The investigation confirmed that a lower than expected vitros amon result was obtained using a single level of a vitros quality control tested on a vitros 5600 integrated system. The most likely assignable cause of the higher than expected vitros amon quality control results is an instrument event related to micro slide incubator contamination. Although a precision test was not performed prior to the maintenance actions performed by the customer to replace the incubator evaporation caps, the successful post-maintenance testing and a significant improvement in quality control performance indicate the actions have resolved the issue. There is no evidence that the reagent malfunctioned, although the reagent cannot be completely ruled out as a contributing factor.

Event description:
The investigation determined a lower than expected ammonia result was obtained from a single level of a vitros liquid performance verifier quality control fluid when using vitros amon slide lot 1015-0242-1891 tested on a vitros 5600 integrated system. Vitros liquid performance I t4245 results of 121.6 umol/l compared to an expected result of 187 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. Ortho clinical diagnostics was not made aware of any allegation of patient harm as a result of this event. However the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).